Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s auto off feature was not functioning correctly. The reporter stated that the pump did not automatically shut off as expected. The reporter noted that the patient had experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported auto off issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings:a review of the user settings showed that the auto off was set to 14 hours. A review of the black box showed an auto off alarm had occurred on 12/06/2014 at 10:19am 14 hours after a bolus was delivered on 12/05/2014 at 8:17pm. There was no activity outside normal use observed in the black box or pump histories. The auto off feature was tested with a duration period of 1 hour set. After 1 hour, the pump appropriately emitted an auto off alarm and provided the correct audio-visual alerts. The auto off feature was found to be functioning properly; the complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.